Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 50 mg/dl at the time of incident and treated with food and current blood glucose level was 92 mg/dl. Customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. Customer declined to troubleshooting for low blood glucose. The devices will not be returned for analysis.